Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the needle came off the 1 ml bd slip tip syringe with attached needle. This occurred on 5 occasions during use. The following information was provided by the initial reporter: material no.: 309597, batch no.: 9076761. It was reported that a customer when trying to take the cap off the syringe, experienced a hard time pulling it off and when she finally was able to pull the cap off it had pulled the needle off the syringe. She threw all of them away and used others she had on hand.